Event description:
Patient reported back to back test readings (obtained using the same finger stick) were 200, 60 and 110 mg/dl. Patient experienced blurry vision. Patient recently had a bladder infection and was under medication (not given). Control solution test reading was in range. Lfs representative reviewed qc procedures and back to back testing with patient. The meter was replaced. There was no allegation of harm.